Event description:
It was reported to baxter (B) (4) that a reservoir of a infusor two day 2ml/hr had ruptured during patient use at the patient's home. The device was filled with 5-fu and saline. There is not report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Additional narrative: the device has been requested from the customer to be sent to baxter for an evaluation, however, the device has not yet been received. Should the device be received and/or additional information, a follow-up report will be submitted. (B) (4)